Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ functional mitral regurgitation (mr) and grade 5 functional tricuspid regurgitation for a mitraclip and triclip procedure. During the procedure, triclip steerable guide catheter (tsgc) was used to deploy both mitraclip and triclip. During the deployment sequence of mitraclip, the mitraclip was entangled with chords while grasping the leaflets. The anterior gripper was unable to actuate while grasping the leaflets. Troubleshooting was performed and was unsuccessful. As a result, it was removed from the anatomy. Upon removal, tissue was observed on the gripper. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 2-3 post procedure. During the deployment sequence of triclip, difficulty was encountered while grasping and capturing the leaflet due to poor echocardiographic imaging. A single leaflet device attachment(slda) occurred from the septal leaflet. Additional clip was implanted to secure the slda clip. The tr was reduced to grade 4 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult or delayed positioning, incomplete coaptation, or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning is related to procedural conditions (thin leaflets, wide coaptation gap, poor imaging). The reported incomplete coaptation is related to procedural conditions (poor imaging), per case details. The reported poor imaging appears to be related to procedural conditions (poor echo window), per case details. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.